Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device tip broke. The issue occurred during a therapeutic hepatectomy procedure which was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to previously submitted d7a ¿ single use device . This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn tissue pad. Based on the results of the investigation, a definitive root cause could not be identified. It¿s likely the following led to the malfunction (broken tip): 1. The tissue pad was worn out because the gripping part was closed (including after the tissue was cut) without grasping the tissue. 2. Due to the wear of the tissue pad, the probe came into contact with the non-insulated part of the gripping part. 3. The seal and cut output was performed with the probe in contact with the non-insulated part of the grasping part, resulting in contact marks. 4. Due to the load of sealing and cutting and grasping the tissue applied to the probe, cracks occurred starting from the contact mark. 5. The load applied to the probe and broke it. The event is preventable by handling the device in accordance with the following instructions for use (IFU). -do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. -when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.